Event description:
The reviewed literature article contained a study of 20 pts that rec'd an ommaya reservoir with medtronic catheters. The source literature reported that 2 pts required revisions due to infection, and one pt developed a hemorrhage along the catheter tract.

Manufacturer narrative:
(B)(4). These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and pt information. Contact with the corresponding author has been unsuccessful in yielding additional information on individual events. The events reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The described failure rates were within expected ranges for csf shunting procedures. Greenfield jp, schwartz th. Catheter placement for ommaya reservoirs with frameless surgical navigation: technical note. Stereotact funct neurosurg 2008; 86: 101-105.